Manufacturer narrative:
(B)(4). The device was not returned and therefore, a device analysis could not be completed. A review of the service history revealed no previous service events that would cause or contribute to the reported event. As a result, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a heart attack coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment and outcome were not reported. No additional information is available.